Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set tubing had detached at the quick release while the patient was sitting. Her blood glucose was 600 mg/dl. The site location was patient's both right and left side of the abdomen. The pump was worn under her dress clipped to her underwear. The infusion had been in use for 1 day and the infusions were stored in the backroom and they were not exposed to any type of heat or humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.